Event description:
The customer reported that a multi measurement server (mms) failed during bypass surgery on a baby.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.